Event description:
It was reported that during a thoracotomy procedure, the first device locked out on the third firing and would not open. The surgeon struggled to open the device with the manual release lever, but it did not open. A second device was opened and the same thing occurred, but it is unk after which firing. A third device was opened and on the first firing, the device locked out. The device would not open and had to be cut out with another device. It is unk how the procedure was completed. There was no adverse consequence to the pt. All three devices were discarded.

Manufacturer narrative:
Date sent: 08/08/2008. Info is unavailable; device was not returned for eval.